Event description:
The patient never had therapeutic effect and had the device explanted. The patient had another device implanted (B) (6) 2010 and did not have therapeutic effect yet. Additional information from the patient's physician was requested.

Manufacturer narrative:
(B) (4).